Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the ise data board to resolve the issue. Please refer to MDR 9612296-2017-00036 for event date (B)(6) 2017; MDR 9612296-2017-00037 for event date (B)(6) 2017.

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that they obtained false high sodium (na), false high potassium (k), and false high chloride (cl) results on patient samples involving the au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. Quality control was within laboratory established ranges prior to the event. There was no effect to patient treatment in connection with the event.